Event description:
Hill-rom received a report from the account stating the brake not set alarm had no audible alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technical support found the cable that connected to the brake not set alarm was loose. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account reseated the connection to resolve the issue. Based on this info, no further action is required.